Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable gluc3 glucose hk results for one patient sample. The initial glucose result was 37.86 mg/dl. This sample was repeated on the same analyzer and the result was 184.71 mg/dl. Customer decided to rerun the sample as the result did not match the history of the patient. The erroneous result was reported outside the lab to the nurse. The patient treatment for chemotherapy drugs to be administered was delayed about 20 minutes while the glucose test was rerun. The patient was not adversely affected. The gluc3 glucose hk reagent lot used was 30285301 with expiration date 30-apr-2019. The field service representative did not find a cause for the initial low result. He reran the patient sample and confirmed the higher glucose value. A precison test was run and the results were acceptable. The investigation of the provided reaction kinetics determined that a low sample volume was pipetted. The customer used the roche recommended rack adapters. The investigation was unable to find a definitive root cause. As the issue involved only a single sample and the customer was using a short centrifugation time, a preanalytic issue was likely.